Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. The device was visually inspected and passed. The receiver failed to charge and reboot due to the receiver not turning on. Receiver log download could not be performed. The receiver case was opened, and the internal inspection passed. The allegation was undetermined. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.